Manufacturer narrative:
(B)(4). Additional information obtained: can you please provide more event details for the first cutter and how the cartridge reload broke in the cutter? - the surgeon heard a click, when he closed the jaws, and the cartridge was broken. Did the reload break while attempting to install the reload into the jaws of the cutter? - no. Or, did the reload break while attempting to remove the reload from the jaws of the cutter? No. Did the silver metal pan/tray of the cartridge reload remain in the jaws of the device during cartridge installation or removal? No. Or, did the reload break while firing the cutter? He could not fire it. If the cartridge did break apart, did it occur outside of the patient? No. If the cartridge did break apart inside the patient, were all pieces retrieved? Yes. Did the silver metal pan/tray of the cartridge reload remain in the jaws of the device during or after the firing of the cutter? Yes. Is the current patient status known? Yes, the patient is o.k. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Manufacturer narrative:
(B)(4) investigation summary: the analysis results found that the ats45 device (a), was received with the firing mechanism damaged and with the proximal end of a tr45w reload loaded in the device. The reload was received broken and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. It is also possible that handling by the customer could broken the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic liver resection surgery 3 pieces of ats45 ets flex 45 artic cutter were used but they couldn't fire it properly. First the reload broke in the cutter, the second and the third didn't fired the clips and additionally the knife didn't move. The surgery was finished with the 4th same-like device, 30 minute delay.